Event description:
It was reported that patient had a distal femur implanted in 1994. Exact date and details of this original surgery are unknown. The patient was revised, due to osteolysis and loosening around the all poly tibial component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.